Event description:
A pt experienced extravasation during optiject 350 (ioversol) administration, in (B)(6) 2012. The final outcome was not reported. According to the optiject 350 used as reference safety info, extravasation is listed. Based on the info currently available and according to the official (B)(4) method of causality assessment, the company did not assess the causal relationship (extravasation). (B)(6) reports: it is not possible anymore to identify the pts and get detailed info about each case.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.